Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple inaccurate fill estimates were received using multiple cartridges. Customer also reported insulin leaking from the septum of a cartridge. Customer's blood glucose (bg) was 433 mg/d and ketones were present. Customer changed out the infusion set to address bg. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Healthcare provider identified ketone level as being dangerous. Customer was treated with fluids, potassium supplements and insulin therapy. Customer reverted to using manual injections for insulin therapy. Elevated bg/ dka were resolved. Customer had not yet been discharged from the hospital at the time of the report. Although multiple attempts were made by tandem technical support to obtain discharged date, customer did not reply.